Manufacturer narrative:
Customer technical support (cts) advised the customer to reseat the top of the reagent probes and check syringe a and b valves. The customer did not place further calls post cts recommendation.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a cartridge chemistry (cc) reagent probe leak. No injury was reported.